Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net showing non-sustain rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. Further information notes the patient has not yet come in to the clinic to make the programming changes. Device remains implanted.